Manufacturer narrative:
The initial MDR for this event was submitted under MFR report #2916596-2017-03121. This report is being submitted as a follow-up. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 3 years, 3 months. The event occurred at (B)(6). Manufacturer's investigation conclusions: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable; however, a specific cause for the damage could not be conclusively determined through this investigation. Upon examination of the returned modular cable, a tan discoloration was observed in the polyurethane outer jack, with a darker grey discoloration approximately 2.5¿ through 4.5¿ from the inline connector. Additionally, the inline connector bend relief showed a dark brown discoloration, while the controller connector bend relief showed a gradient yellow discoloration. Removal of the electrical tape revealed an area where the polyurethane jacket had torn at the terminus of the inline connector bend relief. The outer jacket material appeared to expand, causing the two ends of the tear to push together and create a small flap of polyurethane on one side of the cable. Visual examination of the underlying armor layer revealed no evidence of damage. The controller and inline connector pins appeared unremarkable; however, debris was noted within the threads of the inline connector locking nut. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The heartmate 3 IFU and patient handbook contain information regarding caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was unspecified damage to the outer insulation of the modular cable. An exchange of the modular cable will be performed on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.